Manufacturer narrative:
(B)(4). Date of initial report : 02/13/2015. Date of follow-up report : 03/10/2015. One used ls1037device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut, and the jaws opened and closed normally when the handle was activated. Additional functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a laparotomy, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/13/2015. Date of follow-up report #1 : 03/10/2015. Date of follow-up report #2: 03/11/2015. Correction: conclusion section of the follow-up #1 report dated 03/10/2015 erroneously referenced an ls1037 device. The correct device that was received and evaluated is the ls1020, as was identified on the initial report dated 02/13/2015.